Event description:
It was reported that: "micro wire broke off in common femoral vein. Physician attempted to snare the separated segment of wire but was unsuccessful. The wire remains in the subcutanious tissue."

Manufacturer narrative:
(B)(4). The customer report that the "micro wire broke off in common femoral vein" was not able to be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. Additional information was requested, and a response was received. The attempt to snare the separated portion of the guidewire was u nsuccessful. The separated piece remained in the subcutaneous tissue. The instructions-for-use (IFU) provided with this kit warns the user, " never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.